Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was not draining and it looked like there was some discoloration on the catheter.

Event description:
It was reported that the foley catheter was not draining and it looked like there was some discoloration on the catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed. Directions for use. 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. 16. Secure the foley catheter to the patient use the statlock foley stabilization device if provided. Note: please make sure patient is appropriate for use of statlock® stabilization device 17. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor. 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.